Event description:
About a year after the placement of my 415cc allergan silicone gel breast implants, I started getting awful symptoms. At first I did not relate the two, but reading about breast implant illnesses I can't deny the similarities. I have had an ongoing runny nose, itchy watery eyes, bad metallic taste in mouth, horrible mood swings, sharp shooting pain in both breasts, major brain fog where I will forget what I¿m doing immediately after starting a task. These symptoms have been ongoing for the last 5 years and no other diagnosis or explanation has come from it other than breast implant illness.